Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Angina and stenosis are listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. The investigation determined a conclusive cause for the reported stent break/fracture could not be determined. Additionally, a conclusive cause for the reported patient effects and the relationship to the product, if any, could not be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2012, the patient underwent a coronary procedure to treat a lesion at the right coronary artery (rca). A 3.5 x 38 mm xience prime stent was successfully deployed. The patient was re-hospitalized on (B)(6) 2016 with stable angina. Coronary angiography was performed on (B)(6) 2016 and in-stent restenosis was noted in the mid rca. Additionally, a stent fracture was noted. A 2.75 x 38 mm xience stent was implanted as treatment. The patient condition resolved on (B)(6) 2016. No additional information was provided.